Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device showed evidence of a tear in the tyvek side of the peel pouch. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus nextgen femoral bi-caval venous cannula, it was reported that during the installation of peripheral venoarterial extra-corporeal membrane oxygenation (va-ECMO), it was noted that the secondary packaging of the cannula was breached with a hole, compromising sterility. The device was not used, therefore, it did not present damage to the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the device was not used on the patient, thus avoiding any harm to the procedure. The material was replaced with another cannula from another manufacture. There were no missing components in the packaging; the only issue was the hole in the secondary packaging, which compromised sterility. The sterile seal was intact. The device had intact packaging, with only a hole in the secondary packaging. It was stated that no further information is available.